Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, the staple line was incomplete. The surgeon applied another device and performed a small bowel resection. The instrument fired but was difficult to open. A third device was open to complete the procedure. The surgeon has reported the pt's condition is satisfactory.